Event description:
In 2007 at 7:19 am, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging the one touch ultra meter is giving inaccurate high readings. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started a week ago. The pt reported blood glucose results of "177 mg/dl" with a lifescan meter and "166 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. The pt reportedly developed symptoms described as "perspiring" after the reported issue began. The pt did not require medical intervention and did not take any action in regards to diabetes treatment due to the reported issue. During the troubleshooting session, the pt verified that he was using the correct testing technique and meter was reading the right side up. However, it was discovered that the pt did not clean the puncture area correctly. The pt was not able to answer the following questions: what was the meter setting for unit of measurement at time of testing? Verify results in meter's memory. Do results match? This complaint is being reported because the reporter alleged the pt developed symptoms suggestive of hypoglycemia after the reported issue began. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.